Event description:
It was reported the patient was without stimulation as the ipg was inoperable. Patient was unable to recall when stimulation was lost. Ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.